Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis could not confirm that the lead had caused the dislodgement. The lead tip and tines have no visible signs of damage or defect. The lead met specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged from the rv apex. This rv had intermittent capture, lower amplitude and high thresholds. A replacement rv lead was implanted by the physician. The lead was explanted. No adverse patient effects were reported.